Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: n/I.

Event description:
Healthcare professional reported right side rupture discovered during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, crease sharp broken on posterior side assessed, as fold flaw opening. Smooth broken on posterior. And missing piece of shell assessed, as inconclusive. Additional observations: crease fold observed, on the device. Wear abrasion observed, on the device. Stress marks observed. No further actions are required, as the device was implanted. The event of "capsular contracture, baker grade IV" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV.